Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected their transfer set from the patient line of the homechoice set during a dwell cycle, without pausing therapy, and did not return in time for the following drain cycle. The home patient reconnected to the setup and at that point received the system error 2240 alarm. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.